Manufacturer narrative:
Investigation summary: exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customers indicated failure so the complaint could not be confirmed and the root cause is undetermined. CAPA/sa - based on the above, no additional investigation and no CAPA/sa is required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 pen ndl 32g 4mm hp needle was unable to deliver insulin or medicine. The following information was provided by the initial reporter : ¿ it was reported by the consumer the pen needle clogged during the injection. ¿ date of event: (B)(6) 2021. Sample status : awaiting sample.